Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that yesterday (B)(6) 2025  they felt a little pain in their back and there was a little bump there. They tried to check their program this morning and it wouldn't connect. They don't feel like it's working, but that little place in the back was almost like something was poking them. It almost felt like the lead has come loose and was floating around, like it was up higher and more to the left. The caller reports no falls or trauma. Helped caller connect to implant and they were able to increase and decrease the settings with no messages or service codes. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va317nb); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.